Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A progressive decrease in hearing performance with the device was reported. As of the (B)(6) 2017 the patient already had a loss of hearing performance for several weeks.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition 3 channels were extra-cochlear, though a full insertion of the array was achieved at implantation as per internal registration information. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
A progressive decrease in hearing performance with the device was reported. As of the (B)(6) 2017 the patient had a loss of hearing performance for several weeks. The patient was re-implanted.